Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while physician was reaming the patient's tibia the instrument fractured inside of the patients bone. No foreign body was retained by the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g1-2; g3; g6; h1; h2; h3; h6 h6: component code: mechanical (g04) - drill visual inspection of the returned product identified damages; nicks, scratches and deformation. It is confirmed the product has fractured and not all the pieces were returned. Device was submitted for further analysis. Analysis suspected the device to be fractured due to bending overload. Crack initiation suspected to be near the inner diameter of the flexible reamer, which appeared to be excessively smeared. River line artifacts identified near the outer diameter, which are indicative of crack propagation towards the outer diameter of the flexible reamer. Quasi-cleavage mode of overload fracture, exhibiting brittle cleavage planes and ductile overload dimples identified in the non-smeared areas of the fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.